Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. The product support engineer (pse) provided troubleshooting assistance to the customer over the phone. The customer stated the device failed to hold pressure at blower assembly, boots/clamps or blower itself. The pse advised the customer to inspect/test parts to determine which. The customer was provided with the product numbers and pricing for the blower boot kit. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports the device failing system leak test. There was no patient involvement.